Manufacturer narrative:
(B)(4).

Event description:
During evaluation of the device for a different symptom, the philips repair tech identified a bent contact pin in slot b of the device. There was no patient involvement as this issue was noted during evaluation of the device.